Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Section h4 manufacturing date is not currently available and will be submitted in a follow-up report. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Upon receipt, the device could not be powered on via the on/off button, as per the reported fault. This was attributed to corrosion on the underside of the on/off button dome and its contact pads on the membrane pcba. This had impeded the on/off button dome making contact with its contact pads on the membrane pcba. The fault could not be replicated after clearing the corrosion. The corrosion on the screws, membrane tail, underside of the on/off button dome and its contact pads along with the multiple -ve temperatures recorded, with a low of -7.0 °c recorded on the (B)(6) 2022 would indicate that the device was stored outside of the indicated conditions.